Manufacturer narrative:
Additional information after examination of the affected implant by an external examination laboratory. Stage I analysis is complete for the retrieved device per exponent's internal protocol and standard operating procedure, which were created using astm f561 standard practice for retrieval and analysis of medical devices, and associated tissues and fluids, as a guide. The articulating and backside surfaces of the polyethylene insert had evidence of machining marks and multidirectional scratches. The inferior and superior endplates had evidence of damage consistent with impingement. The polyethylene inlay showed an area of deformation on the articulating surface. Overall, the results of the stage I analysis are consistent with devices having a short implantation time, iatrogenic damage, and impingement.

Event description:
Associated medwatch-reports: 9610612-2020-00717 ((B)(4) - sw992k). 9610612-2020-00718 ((B)(4) - sw991k). 9610612-2020-00719 ((B)(4) - sw966).

Manufacturer narrative:
Investigation on going. Additional information/results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with activl components. The original type of operation was a total disc replacement (tdr). According to the complaint description, the surgeon removed the implants. A revision was necessary. Additional information has been requested but not yet received as of this report. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: (B)(4). 9610612-2020-00719 (B)(4). 9610612-2020-00717 inferior plate.

Event description:
It was reported that there was an issue with product sw991k - activ l sup.plate size l 6°/spikes. Additional information: the patient did not have previous surgeries. The original surgery occurred on (B)(6) 2020, and the revision surgery occurred on (B)(6) 2020. The revision was due to the patient still experiencing pain. The bone quality of the patient was good. There were no complication during the revision surgery. The revision treatment was fusion. The noted components are sw990k, sw991k,sw966. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00717 (B)(4). 9610612-2020-00719 (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.